Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or conteport. Tof in ootential s obtained that wn tnis report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary complaint description: it was reported by the sales rep via phone that during an anterior ligament reconstruction the modular hex driver 30 mm got twisted and broke. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation. Investigation summary: the device was received broken at cq. Upon visual inspection, the distal tip was found to be broken into pieces. The broken piece of the tip was not received. The remaining tip end was found to be twisted. Hence, the complaint is confirmed. No structural anomalies were observed. A manufacturing record evaluation was performed for the finished device1406001 number, and no non-conformances were identified. Based on given the information provided we cannot discern a definitive root cause for the reported failure. It is likely that the device experienced excessive force. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an anterior ligament reconstruction procedure on 1/7/2021, it was observed that the modular hex driver 30 mm device got twisted and broke. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.